Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore, no direct product analysis is available. The root cause of the complaint incident could not be determined.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In 2004, the patient received a taxus express2 2.5mm drug eluting stent, unk length, to the circumflex (cx) artery. Additional information regarding the initial procedure is not available as the intervention was done at an unk facility. In "2006", the patient was hospitalized at another hospital for a spontaneous subarachnoid bleed. At this time, the patient was taken off of plavix and aspirin. Later that year, the patient presented with acute severe substernal chest pressure and his EKG was consistent with an acute inferior myocardial infarction. Angiography showed a large thrombus with complete occlusion of the mid cx and mid right coronary artery (rca). The cx lesion was then pre-dilated several times with a 1.5mm balloon, unk type. Several passes were then made with thrombectomy device and a large amount of clot was extracted. At this point, angiography revealed reconstitution of the flow in the cx. The patient then developed mild bradycardia with hypertension. Atropine was administered and the bradycardia resolved, but the patient's blood pressure continued to drop despite fluid boluses. Dopamine was then administered and angiography confirmed a patent cx, but a possible clot forming in the left anterior descending (lad) artery. The patient then went into hemodynamic collapse requiring epinephrine. It was polymorphic ventricular tachycardia that required multiple cardioversions. The patient was then intubated and an iapb was placed. Once the patient was stabilized, angiography revealed timi 3 flow into the lad and cx with no residual thrombus. The physician then attempted to perform a thrombectomy to the rca, clots were extracted, but flow was not re-established. The vessel was then serially dilated using a 2.0mm and 3.0mm, non bsc balloon, multiple times from mid to distal. The patient's hemodynamics significantly improved at this point. Heparin and angiomax were also used during this procedure. Aspirin and plavix were prescribed post procedure. In the physician's opinion, the stent thrombosis was due to the patient being taken off of plavix and aspirin when he experienced a brain bleed. The patient was never started on those medications again after that event. Patient condition is reported as ok.